Manufacturer narrative:
An event regarding tibia loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. A device history review indicated all devices accepted into final stock met specification. There have been no other events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon commented on potential tibia loosening.

Event description:
Surgeon commented on potential tibia loosening.